Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, calcified lesion located in a moderately tortuous unspecified vessel. The physician attempted to implant a taxus express2 2.50x12mm drug eluting stent; however, the stent delivery system (sds) was unable to cross the lesion. As the physician was removing the device from the pt, the proximal side of the stent got lifted up. The procedure was completed with another of the same device and pt status after procedure is good.